Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample or photo is received, and the cracked state of the prn cannot be recognized. 2. DHR/bhr review lot#4049081. 1- the products of this batch were assembled at intima ii auto line 4 in february 2024, and packaged at r240 package line and cfs package line in february 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 4- the prn batch used in this batch of products is 4022805, review the raw material inspection records, no abnormalities. 3. Check the retained samples of this batch, no cracked prn is found; relevant functional test (45psi leakage test) is carried out on the retained sample, and no leakage or abnormality is found at the prn. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the production process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for further examination and the injection pressure at which the sample being used is unknown, the root cause of the prn cracking cannot be determined.

Event description:
It was reported that bd intima-ii y 20gax1.16 in prn ec slm npvc adapter defective/damaged the patient was admitted to the hospital for interventional therapy due to ulcers on both lower extremities, and in the course of preoperative CT examination on (B)(6) 2024, it was found that the closed venous indwelling needle had its heparin cap partially cracked, which led to blood reflux during the patient's infusion, and after that, the nurse immediately replaced it, and fed the situation back to the procurement office of the equipment division.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.